Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture. At the device change out procedure, the lead was confirmed to be in the device header correctly and the setscrews were tight. Tests through the pacing system analyzer also revealed no issues. As a precaution the physician elected to abandon and replace this lead as the patient is pacemaker dependant. To date, there have been no additional adverse patient effects reported.